Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "some of the sets lines do not allow the medications to flow in the line while priming. It has been reported that the line, just under the drip chamber, was kinked" could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed on material 2420-0007 because the lot number is unknown.

Event description:
It was reported that bd alaris smartsite pump infusion set was kinked. The following information was received by the initial reporter with the following verbatim. It was reported by the customer that the past few weeks some of the sets lines do not allow the medications to flow in the line while priming. It has been reported that the line, just under the drip chamber, was kinked. The end user tried to undo the kink but was unable to do so.